Manufacturer narrative:
Zoom handles were broken with sharp edges.

Event description:
It was reported by service report that the customer alleged that the zoom handles were broken. Exposed sharp edges were reported by the service technician.

Manufacturer narrative:
This is a duplicate of MFR report # 1831750-2012-12782. The serial number (B)(4) and catalog number 1025000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 1831750-2012-12782 for full reporting of serial number (B)(4) and catalog number 6390000000 for this complaint.

Event description:
It was reported by service report that the customer alleged that the zoom handles were broken. Exposed sharp edges were reported by the service technician.